Manufacturer narrative:
(B)(4). Similar to device under 510(k) p140016. Investigation is still in progress.

Event description:
Description of event according to study: (B)(4); patient (b)()¿ unknown type endoleak @ 4 years. On (b)() 2012, the patient received two proximal components: ztlp-p-36-209-ci, lot # e2837124 and ztlp-p-36-137-ci, lot # e2837518, and a distal extension: led-36-112-ci, lot # e2837185. Following deployment of the devices, the patient underwent chimney stent deployment in the left common carotid artery and coil embolization of the left subclavian artery. An uncovered stent was also placed in the right iliac. The site noted difficulty in deployment of the 1st proximal component, with the following comment: ¿ passing through calcified area insert difficulty of delivery system.¿ the completion angiogram that was submitted by the site was incomplete, ending before the second component was deployed, so it could not be assessed for endoleak. The patient was discharged from the hospital on (B)(6) 2013. Sae: (B)(6) 2013 (12 day pp): dysphagia- hospitalized, no specific treatment noted. Sae: (B)(6) 2013 (181 days pp): atrial fib treated with meds. Follow-up CT¿s: 1 mo: (B)(6) 2013. Analysis: aneurysm diameter 93 mm. Device patent and intact with no kinks or endoleaks. At 6 mo: (B)(6) 2013. Analysis: aneurysm diameter 86 mm. Device patent and intact with no migration, kinks, or endoleaks. At 12 mo: (B)(6) 2014. Analysis: aneurysm diameter 85 mm. Device patent and intact with no migration, kinks, or endoleaks. At 2 years: (B)(6) 2015. Analysis: aneurysm diameter 80 mm. Device patent and intact with no migration, kinks, or endoleaks. At 3 years: (B)(6) 2015. Analysis: aneurysm diameter 81 mm device patent and intact with no migration, kinks, or endoleaks. At 4 years: (B)(6) 2016. Analysis: aneurysm diameter 92mm. Device patent and intact with no migration or kinks. An unknown type endoleak was noted. The analysis physician made the following comments: the taa is difficult to measure due to its location at the arch, but is growing in diameter compared to 1 mo and 36 months. There is contrast seen outside the device at the upper aspect of the taa, also seen at 36 months, not seen at 1 month, and slightly more prominent now than at 36 months. This may represent an endoleak, since it does not have the appearance of calcification, but cannot be traced to an endoleak source. Patient outcome: the patient remains in the study. No secondary intervention has been performed to date.

Manufacturer narrative:
Exemption number e2016032. William cook europe aps (manufacturer) is submitting this report on behalf of cook medical incorporated (cmi) (importer). Manufacturer ref# (B)(4). G1) name and address for importer site: cook medical incorporated (cmi) 400 daniels way bloomington, in 47404 registration no.: 3005580113. G5) similar to device under 510(k) p140016. (B)(4). Summary of investigational findings: based on the information provided and imaging review it was not possible to determine the exact root cause of the reported event. The components was placed providing an adequate proximal seal meeting IFU criteria. The severe angulation in the proximal descending thoracic aorta, however, is outside of IFU criteria. It is noted that passage and delivery of the first endograft component was difficult. This could be attributed to significant calcified disease in the common iliac arteries, as well as significant tortuosity and angulation in the infrarenal aorta and the aneurysmal segment of the thoracic aorta itself. The >100-degree angulation in the proximal thoracic aorta is outside the IFU criteria for repair using this device. There is a small area of enhancement in the proximal sac outside the endograft seen at 3 years and more prominent at 4 years. There may be contrast tracking from the lcca origin through the chimney stent down and around the proximal graft, but direct communication with the proximal sac cannot be identified. It is unclear if this is truly an endoleak. If so, it appears limited in size and the taa diameter remains stable at 4 years. The device was used off-label in patient anatomy that does not meet the requirements of the IFU. As per IFU certain anatomic elements may affect successful exclusion of the aneurysm, including severe angulation (radius of curvature <20 mm and localized angulation >45 degrees). No evidence to suggest that the device was not manufactured according to specification. Cook medical will continue to monitor for similar events. This report is required by the FDA under 21 cfr part 803. This report is based on unconfirmed information submitted by others. Neither the submission of this report nor any statement made in it is intended to be an admission that any cook device is defective or malfunctioned; that a death or serious injury occurred; or that any cook device caused or contributed to; or is likely to cause or contribute to a death or serious injury if a malfunction occurred.

Event description:
Description of event according to study: (B)(6); patient (B)(6)¿ unknown type endoleak @ 4 years. On (B)(6) 2012, the patient received two proximal components: ztlp-p-36-209-ci, lot # e2837124 and ztlp-p-36-137-ci, lot # e2837518, and a distal extension: led-36-112-ci, lot # e2837185. Following deployment of the devices, the patient underwent chimney stent deployment in the left common carotid artery and coil embolization of the left subclavian artery. An uncovered stent was also placed in the right iliac. The site noted difficulty in deployment of the 1st proximal component, with the following comment: ¿ passing through calcified area insert difficulty of delivery system.¿ the completion angiogram that was submitted by the site was incomplete, ending before the second component was deployed, so it could not be assessed for endoleak. The patient was discharged from the hospital on (B)(6) 2013. Sae: (B)(6) 2013 (12 day pp): dysphagia- hospitalized, no specific treatment noted. Sae: (B)(6) 2013 (181 days pp): atrial fib treated with meds. Follow-up CT¿s: 1 mo: (B)(6) 2013. Analysis: aneurysm diameter 93 mm. Device patent and intact with no kinks or endoleaks. 6 mo: (B)(6) 2013 . Analysis: aneurysm diameter 86 mm. Device patent and intact with no migration, kinks, or endoleaks. 12 mo: (B)(6) 2014. Analysis: aneurysm diameter 85 mm. Device patent and intact with no migration, kinks, or endoleaks. 2 years: (B)(6) 2015. Analysis: aneurysm diameter 80 mm. Device patent and intact with no migration, kinks, or endoleaks. 3 years: (B)(6) 2015. Analysis: aneurysm diameter 81 mm. Device patent and intact with no migration, kinks, or endoleaks. 4 years: (B)(6) 2016. Analysis: aneurysm diameter 92mm. Device patent and intact with no migration or kinks. An unknown type endoleak was noted. The analysis physician made the following comments: the taa is difficult to measure due to its location at the arch, but is growing in diameter compared to 1 mo and 36 months. There is contrast seen outside the device at the upper aspect of the taa, also seen at 36 months, not seen at 1 month, and slightly more prominent now than at 36 months. This may represent an endoleak, since it does not have the appearance of calcification, but cannot be traced to an endoleak source. Patient outcome: the patient remains in the study. No secondary intervention has been performed to date.